Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 04/29/2019. A review of the device history records (DHR)s confirmed the cartridge lots met finished goods (fg) release criteria. Due to the expiration date of chem8+ lots h18118 (25-oct-18), h18127 (03-nov-18) and h18179 (25-dec-18), retain testing could not be performed. Retained testing of chem8+ lots h18137, h18139, h18173, h18230, h18263, h18277, h18292, h18298c, h18302a, h18305 and h18351 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for chem8+ lots h18118, h18127, h18137, h18139, h18173, h18179, h18230, h18263, h18277, h18292, h18298c, h18302a, h18305 and h18351.

Manufacturer narrative:
(B)(4). Second cartridge lot information: lot#, mfg date, expiration date: h18127, 05/07/2018, 11/03/2018. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium on a patient. There was no patient information available at the time of this report. The customer states that cartridge lots h18179 and h18127 were used but unknown for which samples. Both lots are expired at this time and return product is not available. (B)(6). Collection and test times were not available. Samples collected same day; I-stat samples run within 30 minutes. The reference lab samples shipped overnight and tested the next day. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. Hemolysis of the sample is suspected but could not be confirmed. The investigation is underway.